Manufacturer narrative:
One pneupac ventilator babypac was returned for analysis. The manometer was observed to not be zeroed at rest. Following functional testing, it was revealed that a difference of approximately 10 cmh2o between manometer and calibrated test gauge. Based on the evidence, the complaint was confirmed but the root cause is unknown. However, it was found that there was a leak in the block assembly.

Manufacturer narrative:
The reporter stated that "there was no report of patient injury or death. This was discovered during pre-use set-up."

Event description:
Information was received that a smiths medical pneupac ventilator babypac has issues with manometer calibration, and has a broken patient valve assembly. No adverse effects reported.